Manufacturer narrative:
Based on measurement results revealed during investigation the risk assessment has been revised with the conclusion that the incident would not be likely to cause or contribute to death or serious injury. Therefore, this incident does not meet the criteria for a reportable MDR.

Manufacturer narrative:
Radiometer has received additional method comparison data (abl800 vs. Abl90) as well as device data and a thorough review of all available data has been completed. In conclusion, the differences of the abl800 analyzer obtained in the comparisons are within specifications, although close to the allowable limits. Review of the calibration data indicates frequent calibration drift errors with the electrolyte parameters, the pattern of which indicates that the increased calibration drift was caused by the reference sensor. Radiometer is in dialogue with the customer and has presented the investigation results, which the customer has acknowledged.

Manufacturer narrative:
This event is related to the events reported with radiometer ref. (B)(4) (MDR# 3002807968-2025-00122) and (B)(4) (MDR# 3002807968-2025-00123).

Event description:
Radiometer complaint reference (B)(4). According to the complaint, the abl800 flex analyzer reported falsely high sodium (na) values and falsely low chloride (cl) values, leading to inaccurately low anion gap readings. The recorded anion gap values ranged from 0.2 to 2.9 mmol/l, whereas the expected range was 10 to 16 mmol/l. This issue occurred between (B)(6) 2025. It was reported to have resulted in inappropriate treatment, but no adverse events were identified.